Event description:
Patient was revised to address a malpositioned cup, which was causing gross instability.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd (2/7/2014)- litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, clicking and slipping sensations, a popping noise, metallosis and necrosis.

Manufacturer narrative:
Patient was revised to address a mal-positioned cup, which was causing gross instability. Doi unk - dor (B)(6) 2012 (right hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Per the initial reporting, patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. The complaints databases search identified no other reports against the remaining product/lot code combinations. Medical records were received and reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The patient notes a potential allergy to nickel back in hospital records from her 2007 left hip arthroplasty. The surgeon who performed the revision noted the extreme anteversion of the cup as well. Malpositioned devices can increase the contact zone between the femoral head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and increases wear rates. With revision it appears that the metal ion levels are returning to a normal level. The patient has been disabled and treated for pain since 1998 long before placement of the initial components in either hip. All total hip arthroplasties have a risk of failure and the risks of the individual are due to an unpredictable combination of patient factors, surgical process, surgical technique and device related interactions. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 05/16/2014 - pfs and medical records received. After review of the medical records the revision operative not indicated some metallosis and a malpositioned cup. There is no new additional information that would affect the existing MDR decision.